Event description:
Unknown if device was found defective during an active case. No case information provided. Maryland bipolar forceps, robotic instrument, appears to have failed cabling. Looks shredded near the jaw/joint of instrument.